Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a critical pump error and pump not accepting the batteries. The customer reported no adverse event. The event involved product(s) mmt-1780kpk. Troubleshooting was performed and explained the pump performs safety checks and an open book image error was found. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. The product mmt-1780kpk was requested and customer response was the device will be returned.

Manufacturer narrative:
Pump alarmed critical pump error after battery installation. Verified pump error 53 alarms (line number 5632 file number 2005) was noted in the pump history download on (B)(6) 2024 06:29:49.000 due to software error. Unit successfully downloaded to thus and crest. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Unable to perform self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to critical pump error. Moisture damage noted to electronic assembly and motor assembly per visual inspection. The following were noted during visual inspection: scratched case, cracked keypad overlay, broken belt clip rails, pillowing keypad overlay, faded serial number label, corroded motor home switch, and corroded battery tube. The p-cap/reservoir does lock properly. Confirmed critical pump error after battery installation and confirmed pump error 53 alarms in the pump history download due to software error. Failed battery test unknown due to critical pump error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.